Event description:
It was reported by the pt that she had continuous pain in her abdomen after her implant surgery in 2005. The mesh was explanted in 2007.

Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion can be drawn.